Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. Product wasn't received to ldr medical so no visual and functional examination cannot be performed. As it was discarded by the hospital. The review of the device history records did not reveal any non-conformance's to specifications or deviations in procedures that might have contributed to the reported event. From information provided by the reporter, based on the product history records, the review of the case and the recurrence of this type of event for this implant, the investigation found no evidence to indicate a device issue. As described the surgeon did encounter some resistance during prothesis insertion. Which may indicate that the distraction was not correctly performed as it was reported. So, the likely cause for the event would be lack of distraction during insertion. And point oit mishandling to follow surgical techniques ( step 3 - parallel distraction). This could explain the disassembly that could have been caused by contact with surrounding tissues. However, for the lack of information received from the reporter this hypothesis could not be validated. According to the available information , the exact root cause of this case remain undetermined . If additional information received that allow to drawn a conclusion for this investigation , another report will be sent.

Event description:
Mobi-c p&f us: disassembled into disc space. It was reported that during a mobi-c cervical surgery , the prothesis was disassembled in disc space .the surgeon began to impact mobi-c into disc space and lower endplate of disc began to become disengaged. Implant was assembled on inserter correctly. Surgeon asked for new implant since first became separated. Additional informations were received on the surgery context on september 20th: the surgeon encounter a minimal resistance while inserting prosthesis. The surgeon had the distraction correctly. The depth stop adjustment set initially at zero. Mobi-c level and mobi-c distraction forceps were used. Patient is in good health. No impact on the patient. No delay in surgery of more than 30min has been reported. Surgical technique was followed. The surgery was successfully completed with another device of the same size and lot.